Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently hospitalized due to a heart attack, high blood pressure, kidney disease and infection. Customer stated that he experienced low blood glucose for 14 hours and he was taken off the insulin pump and treating with manual injections. Customer stated that his blood glucose was at 86 mg/dl, a couple of hours later it was 75 mg/dl and then it went down to 38 mg/dl and that is when the device was removed. He treated with food and current reading was 89 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and passed the displacement test. The customer was advised to monitor the insulin pump.